Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The insulin pump had cracks. No harm requiring medical intervention was reported. The insulin pump returned for analysis.